Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/07/2025, a sales representative via (B)(4) reported that (qty. 2) of an ar-3638ds knotless fibertak disposable kit had the drill get stuck or cold welded in the drill guide when they went to drill and would not advance down the guide or would not come out. The drill ended up breaking in the guide. They opened a new kit, and the same thing happened. The drill was getting stuck down the guide. They could remove the drill from the guide, but it would not go all the way down to the positive stop. They noticed that towards the start of the drill flutes, where the lot number is on the drill bit, it seems like it¿s starting to rub at that spot and is taking off the numbers. The case was completed successfully. No reported pieces were breaking off inside the patient. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed by the attached picture, which shows the tip's drill broken off and stacked inside the shaft. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment, prying/leveraging, and/or excessive force used during insertion.